Event description:
It was reported the caller performed an impedance test and is seeing ¿???¿ in the results. It was reported that the patient had been using their stimulator (B)(6), before their fall ¿about three weeks ago¿. It was noted that after their fall the patient reports the stimulation was too strong, so they were not using it. It was noted the patient is currently programmed to 5,7 which have electrode impedance of 812 ohms and therapy impedance of 858 ohms. It was noted that the patient¿s amplitude is currently at 4.3v. It was further reported that since the fall, the patient¿s implantable neurostimulator (ins) feels loose in the pocket. It was noted the patient fell on the same side the ins is implanted on but not on the ins directly. It was reported the caller has not turned on the device yet. It was noted there was no power on reset (por) at the start of the clinician programmer session. Settings include 01 - ??? And everything else is 690 and the patient was running at 3.5v. Other settings included 1,5; 1,6; 2,3; 2,7 and 5;6 are all ¿???¿. 0, 1 ¿ b lank. 0, 2 ¿ 645. 0, 3 - ???. 0, 4 ¿ 654. 0,5; 0,6; 1,5; 1,6; 2,3 ¿ all ?. 0, 7 ¿ 806. 1, 2 ¿ 534. 1, 3 ¿ 806. 1, 4 ¿ 645. 1, 7 ¿ 812. Additional information received reported that after the impedance check everything was ¿ok¿. It was reported the stimulation was fine and their coverage was good.

Manufacturer narrative:
Product ID: 3487a, lot# j0428026v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a, lot# j0428025v, implanted: (B)(6) 2004, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension.